Manufacturer narrative:
Button error alarms due to corroded keypad traces. Unable to test for weak battery alarms or perform displacement, prime, basic occlusion, occlusion and no delivery tests due to button error alarms. Unit had cracked reservoir tube lip, case window display corners, scratched lcd window, reservoir tube window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.